Event description:
A b.braun medical inc. Dispensing pin was discovered to be packaged with a human hair by an IV technician at our hospital. The dispensing pin was unopened and the human hair was inside the package. Hospital: MFR: b. Braun medical inc. - lot 60951194. Dose or amount: 1. Diagnosis or reason for use: not used.